Event description:
It was reported that the t:slim x2 pump battery would not charge despite using the proper charging equipment and methods. There was no adverse impact to the customer's blood glucose level. The customer attempted different charging cables and adapters without success, leading to tandem technical support deciding to replace the pump. The customer, whose pump was under warranty, followed instructions to allow the battery to deplete and will program settings into the replacement pump, which will have updated software. Tandem arranged the return of the problematic pump and dispatch of the new one.